Event description:
It was reported that the clinic was concerned that the patient's device was depleting more rapidly than expected and that the longevity estimate had significantly dropped since the last patient visit. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.